Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was something wrong with this pacemaker device and requested to have it checked. The health care professional (hcp) will share information regarding the device to the other facility. This device remains in service. No adverse patient effects were reported.